Event description:
The advocate called for help with the customer's meter. While troubleshooting, she performed control tests and received a result of 33 mg/dl. The normal control test range was 73-102 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.